Manufacturer narrative:
The asset scope was sent to an independent laboratory for culture testing. The test results were made available and the results came back negative the scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation. The physical evaluation noted the scope failed the leak test. During the ess's observation, the ess discovered there was no leak tester on site. The facility has never purchased a leak tester for reprocessing. However, based on the lab results, the exact cause of the reported event cannot be determined.

Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The test was completed but the test results are pending. The scope was ethylene oxide (eto) sterilized and returned to the service center for a device evaluation. A visual inspection was performed on the scope and found stains along the instrument channel wall and near the distal end opening (approximately 50mm). Additionally there are light stains near the control body side of the instrument channel. There was no foreign debris observed. The bending section cover was torn and the scope failed the leak test. The scope was previously purchased on february 23 2019. The likely cause of the torn bending section cover is attributed to handling. The cause of the patient infection cannot be determined at this time, however, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to correct (serial number).

Manufacturer narrative:
The scope was returned to the service center however the evaluation is in progress. A review of the service history of the scope indicates the scope was purchased on february 23, 2019 with no repair history. In response to the user facility's request, the endoscopy support specialist (ess) visited the user facility to perform an in-service on leak testing and reprocessing. The ess discovered there was no leak tester on site. The facility has never purchased a leak tester for reprocessing. The ess informed the staff the importance of leak testing and it is a required step per manufacturer guidelines. Additionally, the ess performed an infection control in-service for the staff and recommended that the customer refer to the olympus instruction manual and on track forms for proper reprocessing instruction. The ess reviewed all proper reprocessing steps including and specifically focusing on leak testing with the staff. The user facility has requested to purchase a leak tester. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was made aware that two patients cultured positive for salmonella. This is for report 1 of 2.